Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion, as it had reached elective replacement indicator (eri) battery status after only three years of implant time. Technical services reviewed the device data and found there had been over 100 charge cycles in 88 untreated episodes as well as 21 delivered shocks. The observed longevity appears in line with expectations when the excessive number of charge cycles are factored in. However, detailed review of the episodes found diminished r-wave amplitudes, noise, and oversensing in addition to large artifacts and drifting baseline which all contributed to inappropriate shock therapy being delivered to the patient. Technical services recommended extensive troubleshooting to try and recreate the noise artifacts and taking x-rays to evaluate system placement and integrity. Then they should consider repeating the screening process to see if better sensing and larger amplitude r-waves could be obtained. The local sales representative later reported that the patient would received a transvenous ICD as a replacement when the change out was performed. No additional adverse patient effects were reported. The device and electrode remain implanted and in service pending the replacement.

Manufacturer narrative:
This report will be updated when additional information is received. Additional information was received which provided the name and facility details for the initial reporter in section e1.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion, as it had reached elective replacement indicator (eri) battery status after only three years of implant time. Technical services reviewed the device data and found there had been over 100 charge cycles in 88 untreated episodes as well as 21 delivered shocks. The observed longevity appears in line with expectations when the excessive number of charge cycles are factored in. However, detailed review of the episodes found diminished r-wave amplitudes, noise, and oversensing in addition to large artifacts and drifting baseline which all contributed to inappropriate shock therapy being delivered to the patient. Technical services recommended extensive troubleshooting to try and recreate the noise artifacts and taking x-rays to evaluate system placement and integrity. Then they should consider repeating the screening process to see if better sensing and larger amplitude r-waves could be obtained. The local sales representative later reported that the patient would received a transvenous ICD as a replacement when the change out was performed. No additional adverse patient effects were reported. The device and electrode remain implanted and in service pending the replacement.